Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported an itchy rash on his back under the therapy electrode (te) pads. There is no alleged device malfunction. The patient's physician recommended using hydrocortisone cream on the rash. Follow-up indicated that the rash was improving.